Manufacturer narrative:
A4-a6: unk. B3: unk. D4 (experiation date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Event description:
In the comment section within an online reddit post that originally discusses a patient's experience with an implantable collamer lens, another reddit user reported, "the halos that were once present from the icl have mostly vanished from my vision." If any additional information is received, a supplemental medwatch report will be submitted.